Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was in the clinic on (B)(6) 2018 and their pump was empty. The hcp filled the pump and decreased the patient's daily dose. They believed the patient was getting 2 mg/day but the caller "was not confident". The patient began having altered mental status and the hcp wanted to stop the pump. No troubleshooting could be performed as the caller was not with the patient. The caller did not have a programmer, so the caller was redirected to contact a local representative to help program the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-oct-29. It was reported that the cause of the empty pump was that the patient did not keep her appointment for a refill. The cause of the altered mental status was unknown. Any actio ns/interventions taken to resolve the altered mental status were unknown. It was unknown if the issue was resolved. The patient's weight was provided. No further complications were reported.